Event description:
It was reported that the wake button was stuck. Reportedly, a side of the button was permanently stuck and could not be released. Consequently, the pump would deliver an unintended bolus. Customer's blood glucose was 228 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.